Event description:
A clinic biomedical technician (bmt) called technical support to report the device had no power. When work was being done on the machine there was an electrical burning smell. Follow up was conducted with the bmt who reported the issue of the no power was due to the "rocker switch". He further reported that during the troubleshooting of this switch, he found it had caused "arcing" which caused a power surge that affected the actuator test board, function board, and arterial blood pump module. He changed out these parts and the issue resolved. There was no patient involvement or adverse effect. A request has been made for the return of the replaced parts and we are awaiting a reply. The machine is back in service without issue. There was never any indication of smoke or flame.

Manufacturer narrative:
Field service was offered to the facility and not accepted. The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. The machine was repaired by a biomed who reported that the issue was resolved by replacing the switch, function board, actuator test board, and arterial blood pump module. The machine was returned to service with no further issues. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Additional information has been requested from the initial reporter but not yet received. The plant investigation is in process and a supplemental medwatch will be submitted upon it's completion.